Manufacturer narrative:
Based on info reported through maude report (B)(4), the pt underwent repair of an umbilical hernia with two bard composix meshes on (B)(6) 2003. The pt reported that three years later adhesions were removed and the mesh was "rippled." The pt reported add'l adhesion removal procedures in 2007, 2008, and 2009. A seprafilm was placed as an adhesion barrier during the 2008 procedure and a gallbladder removal was performed during the 2009 procedure. The pt claims that there may be immune system deterioration and increased food allergies as a result of having the mesh implanted. Currently it is unk whether the meshes may have contributed to the alleged event. The pt was reportedly treated for adhesions, which is listed as a possible adverse reaction in the product's instructions for use. No medical records or product lot numbers have been provided, and there is no indication that the meshes have been explanted. No initial reporter contact info was included on the maude report, therefore no f/u can be made. This MDR includes all info davol has received to date. Refer to MDR 1213643-2011-00254 for the other mesh implanted on (B)(6) 2003.

Event description:
Info obtained from maude event report (B)(4): (B)(6) 2003 - the pt underwent umbilical hernia repair with two pieces of "bard deluxe mesh." In 2006 - the pt reported massive adhesions removed by surgeon and reported "mesh is rippled." In 2007 - the pt reported removal of add'l adhesions. In 2008 - the pt reported removal of adhesions and granuloma with seprafilm placed for adhesion barrier. In 2009 - pt underwent gallbladder removal and removal of adhesions.